Event description:
Additional information reported that the programming was experiemented with in order to eliminate the side effects of blepharospam. There was no success. The patient was to meet with a health care provider the following week.

Event description:
It was reported that the patient was having a problem with their vision. It was noted that the patient's eyes tended to close and it felt like there was sand in the patient's eyes. These issues reportedly started about 5-6 months prior to the date of the report. The patient's health care provider reportedly thought it was myasthenia gravis. However, the patient's ophthalmologist disagreed and reportedly performed tests and concluded that something was going on with the implanted device. It was noted that these issues started as double vision. It was further noted that there was no accident or incident related to this complaint. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v247063, implanted: (B)(6) 2009. Product type: lead: product ID 7436, serial# (B)(4). Product type: programmer, patient: product ID 3389s-40, lot# v228940, implanted: (B)(6) 2009. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)